Event description:
Ulnar component and locking pins was revised in 8/1998. In early november x ray indicated the locking pin had partially backed out. At removal locking pin was found to have one bent prong and one fractured prong.